Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer received two different pump error alarms. Their blood glucose was 6.3 mmol/l. Nothing further reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed self test and displacement test. Pump error 4 and 53 found in the pump history due to software error. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.